Manufacturer narrative:
(B)(6): information unavailable. Device remains implanted.

Event description:
Patient reports a band leakage post implant a realize band. The band has to be replaced. It is unknown when the band will be replaced.